Event description:
A surgeon reports there were bubbles in the anterior chamber of a pt's right eye following flap creation. Surgery was postponed until the following day. No pt injury or harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).